Event description:
It was reported that prior to a procedure using coblator ii controller, the unit was not operating properly. Two evac 90 xtra hp icw wands were tested to confirm that the controller was not working. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.